Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced chest pain. Chest x-ray was performed and confirmed the right ventricular lead had perforated the heart. No cardiac effusion was noted and possible pneumothorax was suspected. CT scan was performed and confirmed the patient suffered from pneumothorax. Cardiac tamponade was not seen. Chest tube was installed to resolve the pneumothorax. The patient was sent to the operating room and the lead was repositioned successfully. The patient no longer experienced chest pain and was in stable condition post operation.